Event description:
It was reported that following a replacement surgery the patient experienced no stimulation sensation. X-rays showed that the lead had been disconnected from the implantable neurostimulator. No other information was provided.

Manufacturer narrative:
Lead: model unk, lot# unk, implanted: unk, explanted: unk.